Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level a couple of times and display anomaly. Blood glucose level at the time of the incident ranged from 42 mg/dl to 52 mg/dl which they have treated with food. Customer also reported that the insulin pump's screen was hard to read as it was showing a double graph on it. Customer was asked to insert a new battery and the display returned to normal. Troubleshooting and self-test were completed. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. Pump was tested with no missing segments/partial display noted. Unit was programmed with test minilink transmitter and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Pump received with corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.